Manufacturer narrative:
Exemption number: e2015015. (B)(4). The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 28 in the mouth, primary stability was not achieved in type IV bone. Clinician noted the patient's infection and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 28 in the mouth, primary stability was not achieved in type IV bone. Clinician noted the patient's infection and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.